Event description:
It was reported that during an open low anterior resection, the device was not able to be fired at the second firing on the rectum. Unformed staples of the proximal end were deployed. After this event, a new gold cartridge was loaded into the same device and fired, but the same event occurred. Secondly, a new green cartridge was loaded into the same device and fired, but the same event occurred as well. There was the mesentery around the target tissue, so the target tissue was thick. Therefore, the extra tissue was removed, and then the same device loading a new green cartridge was fired again. The firing was completed. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Manufacturer narrative:
(B)(4). Additional information: sled movement. The analysis found that one pce60a device was returned in good visual condition and with three cartridge reloads present. Cartridge (b), ecr60g, k5cu58, was received partially fired 1/16. Cartridge, (c, d) ecr60d, l5477m were received partially fired 1/16. It is possible that while loading the reloads (b, c, d) the cartridges were pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridges. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event could not be confirmed as no malformed staples were noted during functional testing.